Event description:
An administrative assistant reported that a system message displayed and could not be cleared during a vitrectomy procedure. The equipment was exchanged in order to complete the case, following a delay of unspecified length. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).